Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure when the iol was being loaded, noticed a missing part of the lens. Lens did not make it to cartridge. Once the lens was opened on the surgical field, the defect was found on examination of the lens. The procedure was completed on the same day. There was no patient contact.